Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 6186943. Date of event is estimated.

Event description:
It was reported that the patient is experiencing ineffective therapy from the system. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The patient is experiencing ineffective therapy from the system. The ipg was explanted and replaced. The lead remains untouched. Therapy has been restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.